Manufacturer narrative:
H2: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000163, serial/lot #: (B)(6), product ID: bi71000163, serial/lot #: (B)(6), product ID: bi71000163, serial/lot #: (B)(6), product ID: bi71000163, serial/lot #: (B)(6), product ID: bi71000163, serial/lot #: (B)(6), product ID: bi71000163, serial/lot #: (B)(6), product ID: bi71000163, serial/lot #: (B)(6), and product ID: bi71000162, serial/lot #: (B)(6). H2-3: a manufacturer representative (rep) went to the site to test the imaging system. The image acquisition system (ias) batteries were replaced and the system performed as intended. Codes: b01, c02, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000163, (g2) foreign country: canada. H3) a manufacturer representative (rep) went to the site to test the imaging system. The rep found that the image acquisition system (ias) batteries max charge was at 399.63 volts (v), after a standard 125 (kilovolt) kv 25 milliamperage (ma) three dimensional spin the voltage was dropped to 396.8v. It took 20 minutes to re-charge to 398v. After another spin it was dropped to 395.1 v and it took over thirty minutes to charge back to 399.1v. The rep ordered the ias batteries and will replace them when they are received. Codes: b01, c02, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that after the first successful spin the site tried a second spin, but the radiation button on the pendant became circled in red. The system would no longer take any images. It was suspected that the issue might be related to the system's power source. It was unknown if there was any surgical delay. The use of imaging was aborted. There was no reported impact on patient outcome. Additional information was received. There was a 5-10 minute surgical delay while the system was rebooting.